Event description:
The pt was undergoing surgery to clip off an artery aneurysm and the aneurysm burst during surgery. The device broke as the surgeons were repositioning the retractor blade. Currently, there is not indication that the retractor breakage was in any way related to the burst aneurysm. There was no adverse outcome for the pt and no significant increase in operative tome due to breakage.